Event description:
It was reported that while the device was being serviced by the philips field service engineer (fse) the device failed defib. Op check as the capacitor test was low. There was no reported patient involvement/adverse patient impact.